Event description:
Patient representative reported "plaintiff was implanted with allergan silicone-filled breast implants. Soon after extraction and as a direct consequence of the silicone-filled breast implant, plaintiff developed a myriad of adverse symptoms and ailments, including: muscle pain, in the extremities and trunk; joint pain, in the neck, shoulders, thoracic spine, hips, hands, and ankles; sharp pins-and-needles-type pain in the fingers and toes; fatigue; recurrent vaginal infections; weakness; burning thigh pain; dry eyes, blurry vision, eye floaters; weight loss; malabsorption and nutrient deficiencies; abdominal pain; recurrent sore throats; enlarged tonsils; multiple rashes, lesions, and bumps, of different types and at different locations; intermittent fevers and chills; cognitive dysfunction in the form of name recall, word recall, assimilation of new reading material, and confusion; cracking, splitting, and slow growth of fingernails and toenails; insomnia; recurrent sinus congestion; chest pain; shortness of breath on exertion; constipation; headaches; twitching of the eyes and facial muscles; dizziness; morning stiffness; night sweats; gait imbalance; spider veins on the chest; metallic taste; hoarseness; tinnitus; thinning hair in the scalp and eyelashes; odor and smell sensitivity; headaches, dizziness, rashes, nausea on exposure to scents from candles, cleansers, gasoline, perfumes, and hairsprays, and from cosmetics during application; temperature intolerance; food sensitivities; enlarged lymph nodes; loss of sensation in both breasts; elevated metal levels in body, including barium, tin, mercury, strontium, aluminum, and copper. Plaintiff had their implants extracted following a letter they received that included an ominous warning plaintiff was at a clinically significant risk of developing breast implant associated anaplastic large cell lymphoma (bia-alcl). This risk was directly related to plaintiff's specific breast implants. Realizing they were at risk of harm, including death, plaintiff had them surgically removed. Had allergan not failed to warn plaintiff of either the risk of silicone and/or they never would have had them put in and would not have required explant surgery. After the implants were explanted, it was discovered that silicone appears to exist in the tissues of plaintiff, and that silicone is the direct and proximate cause of the myriad injuries suffered by plaintiff. The silicone exposure likely occurred at the time of extraction. It is likely that the silicone exposure will continue to cause significant and disabling suffering for the course of plaintiff's natural life." This record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and silicone migration.